Event description:
On (B)(6) 2013, the distributor contacted animas, alleging that the ok button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2014 with the following findings: a visual inspection confirmed that the keypad button cover was intact to the base with no evidence of peeling. Testing confirmed that all keypad buttons were normally responsive. Contamination was visible underneath all of the keypad button contacts. Unrelated to the initial complaint, the audio bolus button was torn with a small hole at the center of button, but the button responded normally to user input. The display screen also had a dim pink contrast and fading text. The pump¿s battery compartment had a crack near the pump case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).